Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined that the hc device failed the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external and internal inspection was performed and the device passed. The assignable cause for the failed rite test, for earth leakage current performance spec., was determined to be a defective power entry module. The device was sent to service.